Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), leaflet restriction, kyphosis, and a rotated heart from a previous cardiac surgery for a mitraclip procedure. The valve target were the anterior and posterior leaflet segments 2 (a2/p2). It was noted that imaging was challenging due to the rotated heart and kyphosis. The first clip was implanted. The second clip interacted with the first clip during positioning, resulting in a single leaflet device attachment (slda). The first clip was dislodged from the posterior leaflet. The second clip was then used to further reduce the mr and stabilize the slda. The clip was placed lateral on a2/p2. The mr was reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device damaged by another device (caused damage). The reported poor image resolution was due to the rotated heart and kyphosis. There is no indication of a product issue with respect to manufacture, design, or labeling.